Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: one photo was provided. The photo shows b formed staple. What appears to be a green and a white piece of plastic can be seen on the staple. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor fired the stapler, with green reload, unknown buttressing material, along the stomach, completed the firing, removed the stapler from the patient, inspected the staple line and noticed a single staple along the staple line that had a piece of the green cartridge attached to it. The doctor removed the single staple and cartridge from the patient. The doctor continued to used the stapler and additional reloads to complete the procedure. There were no patient consequences reported.